Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due to high blood glucose level, on unknown date, and with unknown blood glucose level. Customer¿s blood glucose value was around 600 mg/dl to 700 mg/dl. Customer declined troubleshooting for high blood glucose. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.